Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): over infusion "600mg amiodarone infusion in 250 saline starts over 24 hours. In drug library, choosing 600/250. Requested data is entered and infusion starts at 25mg / h, infusion pump data being updated in 24.99mg / h programming. About 4 hours starting therapy, I find that medication is infused in full".

Manufacturer narrative:
(B)(4). Result of examination: the infusomat space was subjected to a visual and functional examination. The device showed age-based marks of use and slight contaminations. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device is currently shipping from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results are available.